Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the legal manufacturer's final investigation. The customer provided the cds processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the manual cleaning or pre-cleaning processes. The automatic endoscopic reprocessor (aer) used was an olympus etd 4. The detergent and disinfectant used was ecolab and endo 10. All channels were connected with tubes when setting up in the aer. The concentration and expiration date of the disinfectant is controlled. The rinse water is controlled and the water filter is replaced periodically in accordance with the instructions for use (IFU). The device is dried with compressed air and the dry process of the aer. The device is stored in a simple cabinet. Olympus provided the following result of the culture test, performed at the third-party labs: <sampling result date: nov 20, 2023>. Sampling from: all channels. Cfu: 2cfu/endoscope. Bacterial identification: champignons filamentous. <sampling result date: nov 29, 2023>. Sampling from: biopsy channel. Cfu: <1cfu/endoscope. Bacterial identification: no detection. Sampling from: suction channel. Cfu: <1cfu/endoscope. Bacterial identification: no detection. Sampling from: air water channel. Cfu: <1cfu/endoscope. Bacterial identification: no detection. Sampling from: auxiliary channels. Cfu: <1cfu/endoscope. Bacterial identification: no detection. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted where the channel mount was deteriorated, the suction cylinder and the air/water-cylinder were damaged. Also, the internal channel of the channel mount, suction cylinder and the air/water cylinder were not smooth due to deterioration. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii gastrointestinal videoscope tested positive for 4 colony forming units (cfus)/endoscope of enterococcus faecalis and micrococcus luteus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.